Manufacturer narrative:
(B)(4). Concomitant medical products¿ vanguard cruciate retaining interlok femoral component right 62.5mm catalog #: 183006 lot #: ni, biomet cc I-beam tibial tray 67mm catalog #: 141222 lot #: ni, unknown biomet arcom 3 peg patella 31mm catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the devices is unknown at this time. The complaint sample was not evaluated and the reported event could not be confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 1825034-2018-10072, 1825034-2018-10073, 1825034-2018-10074, 1825034-2018-10075. Insufficient information.

Event description:
It is reported that the patient was treated with keflex antibiotics to address abscess formation and rupture that drained from the surgical site less than one month following knee arthroplasty. No additional patient consequences were reported.